Event description:
Additional info received 03/31/99: the co's field service tech, as well as the hosp's biomed engineering department, could not duplicate the reported pump stoppage. If the reported incident was due to electrical misalignment of the pot, this would be duplicated. If the flow rates do not match the set points, the device will stop per specification. This is a safety feature of the system which would be duplicated. The caps single head pumps were returned to full svc after the biomed engineering dept and the co field svc tech were unable to confirm the reported complaint. As a precaution, the speed pots were replaced. No further incident has been reported. The co's field svc tech reported that operator error may have contributed to this incident (hosp is a training facility).